Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that while taking blood from the catheter a leak was found below the molded strain relief. Chloride hexidine was used to clean the area and it was dried completely prior to insertion. The uvc was not difficult to secure and was secured by suture around the umbilical cord and strips attached to the catheter. The uvc was inserted on (B)(6) 2013 into the umbilical artery. It was removed on (B)(6) 2013 and was not replaced. The pt is currently stable.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is underway. Upon completion, the results will be forwarded.